Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. According to the report, the patient experienced seizure. She was discovered by the boyfriend and the egv was 125 mg/dl. The patient was transported to the emergency department and the bg by emergency medical team was 23 mg/dl. She was given dextrose and fluids to stabilize her glucose levels. The patient also received orphenadrine, a muscle relaxant. She was confined in the emergency room for 10 hours before being released. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.